Manufacturer narrative:
(B)(6). The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection observed that the cone of the access male luer lock (mll) was broken, and an external blood leak from the access mll was observed. The leak is likely due to a broken mll cone. The reported condition is verified. A potential cause of the condition could have been related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m150 set, an external blood leakage was observed. It was further reported the luer joint of the arterial tube was broken which leaked blood during draining. The blood loss was reported as approximately 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.